Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product not expected to be returned.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. There was no bluetooth connection between the infusion device and the blood glucose monitor. The patient had symptoms of nausea and vomiting. The blood glucose results were not provided. The patient went to the hospital and she was treated with insulin via perfusor. The patient was still currently in the hospital. It was reported that handling error from the patient caused the issue.